Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the black box showed multiple consecutive call service (cs054/cs052/cs012) alarms on 10/09/2014; 2-¿ez-prime¿ steps were performed correctly with no ¿cs012¿ alarms or any other errors, alarms or warnings during the investigation. The product performed within specifications and the original complaint could not be duplicated. The pump¿s cover was removed and there was no intermittent condition found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).